Manufacturer narrative:
Customer's meter and strips have been returned to the lab and no reading issues were observed. All results were within range specification and no errors were observed during control solution testing. The reading reported by the customer was not present in the meter's memory log on the day of the reported event.

Event description:
Customer's granddaughter reported receiving a high glucose reading (150 mg/dl) from their freestyle flash meter. Customer's granddaughter reported customer experienced symptoms of unresponsiveness and disorientation. The paramedics were called and they obtained a reading of 40 mg/dl on an unknown brand of hcp meter. Customer was treated with tubes of glucose and a can of coke.